Event description:
It was reported that during a procedure of the circumflex artery, the 2.5 mm x 15 mm xience v stent delivery system was advanced but could not cross the target lesion. There was no reported adverse patient effect. There was no clinically significant delay in the procedure related to the device issue. Though requested, no additional information was provided. Device analysis revealed the hypotube was returned separated, and the stent implant was dislodged.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned xience v stent delivery system (sds) noted blood visible on the entire length of the sds consistent with the sds advanced into the patient anatomy. The stent implant was dislodged from the balloon and was not returned. Crimp marks were visible on the tightly folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. The hypotube was separated proximal to the guide wire exit notch. The separated portion was not returned. The fracture face was oval shaped as if kinked prior to separation. The hypotube jacket was separated at the same location. The jacket material at the hypotube separation was stretched and jagged. The tip length was measured and met manufacturing criteria. Follow up information received from the account confirmed that the noted stent dislodgement and hypotube separation did not occur during the procedure; however, likely occurred during packing and handling for return analysis. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. Although the anatomical conditions were not reported, failure to advance is not often associated with a product quality deficiency and is likely related to the operational context of the procedure. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no incidents reported for stent dislodgement or hypotube separations for this lot. There is no lot specific product quality deficiency. The reported difficulties appear to be related to the operational context of the procedure. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. Additionally, all stent delivery systems are visually inspected online for damage.